Event description:
Per the clinic, the device was explanted due to an infection (type not reported). The device was explanted on (B)(6), 2010. Reimplantation is planned but has not taken place as of the date of this report, (B)(6), 1010. The device is not available for analysis.

Manufacturer narrative:
(B)(4): the device is not available for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's clinic, the patient was reimplanted with a new device on (B)(6), 2011. This report is filed (B)(4), 2011.